Event description:
The fse reported that the leg extension was difficult to remove and attach. This could result in an injury or fall due to the additional exertion used while attempting to remove the extension. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The leg extension was evaluated and replaced. The system was tested and found to be working as intended and returned to service.